Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. As a precautionary measure, the fse reseated the tank and in an attempt to improve the tank to regulator seal, the extra gasket that was provided with the iabp was changed. The fse applied high vacuum grease to the o-rings and fittings, and tightened helium lines and performed leak test. The fse then completed full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.